Event description:
The customer reported a speaker malfunction error message, and the speaker is not making any sound. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Reporter phone # (B)(6). The following functional tests were performed: a remote service engineer (rse) ordered and shipped a replacement speaker to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be re-opened.